Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection found holes in the top fold of the bags. The reported condition was verified. The cause was due to manufacturing process. The reported issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 9l effluent drain bag leaked from the top fold of the bag during ¿filling¿. There was no patient involvement. No additional information is available.